Event description:
A puncture was found in the balloon during the procedure, contrast could be seen escaping from the balloon. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.